Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low co2 results that were obtained on a dimension vista 1500. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced and primed sample 3 (s3) mixer, adjusted bottom of cuvette calibration, performed auto alignment, quality controls, and check 1 on s3, resulting acceptably. The cause of the discordant co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant co2 result was reported to the physician(s), who questioned the result. The co2 sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.